Event description:
Reporter alleged obtaining a discrepant blood glucose value of 210 mg/dl back to back with a result of 97 mg/dl when testing was performed within 10 minutes on the compact plus sys. Reporter stated that at a different time and on another day, other comparative tests of 167 mg/dl and 92 mg/dl were performed back to back within 10 minutes on the same sys. Reporter stated that at a different time and on another day, other comparative tests of 151 mg/dl and 72 mg/dl were performed back to back within 10 minutes on the same sys. Reporter stated that at a different time and on another day, other comparative tests of 168 mg/dl and 93 mg/dl were performed back to back within 10 minutes on the same sys. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.